Event description:
This report summarizes 9 malfunction events in which the device reportedly corroded and overheated. 9 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10. 8 events were previously reported during the reporting quarter; however, 1 previously reported event was included under MFR report # 0001811755-2020-02967 but should be included under this report. 9 previously reported events are included in this follow-up record. Product return status: 9 devices were received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 8 events were previously reported during the reporting period; however, 8 previously reported events were included under MFR report # 0001811755-2020-02967 but should be included under this report. 8 previously reported events are included in this follow-up record. Product return status: 8 devices were received. 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This report summarizes 8 malfunction events in which the device had inadequate lubrication and reportedly overheated. 8 events had no patient involvement; no patient impact.